Manufacturer narrative:
No device was returned for evaluation and no photographs of the device or user were provided to confirm the reported event. Based on the information obtained, it was determined that the set was incorrectly reprocessed at the sending site location, such that the shim was not removed from the mating device, causing it to protrude from the case, and thus presenting a sharp edge that the user made contact with. The root cause of the reported event can therefore be attributed to the personnel (user) performing reprocessing at the sending site location. Labeling review: "residual risks and potential side effects... ... Residual risks to surgical staff associated with use of general surgical systems are: lacerations, cuts, or abrasions, including due to instrument breakage, slippage, misuse, or mishandling. Physical injury that may result from the disassembly of multi-component instruments occurring during surgery..." "Pre-operative warnings... ...the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices..." "...refer to cleaning and sterilization instructions below for all non-sterile parts..." "...cleaning and decontamination all non-sterile instruments must first be thoroughly cleaned using the validated methods prescribed in the nuvasive cleaning and sterilization instructions (doc # (B)(4)) before sterilization and introduction into a sterile surgical field. Contaminated instruments should be wiped clean of visible soil at the point of use, prior to transfer to a central processing unit for cleaning and sterilization. The validated cleaning methods include both manual and automated cleaning. Visually inspect the instruments following performance of the cleaning instructions to ensure there is no visual contamination of the instruments prior to proceeding with sterilization. If possible, contamination is present at visual inspection, repeat the cleaning steps. Contaminated instruments should not be used, and should be returned to nuvasive. Contact your local representative or nuvasive directly for any additional information related to cleaning of nuvasive surgical instruments..."

Event description:
It was reported that personnel in spd received a cut on their hand from a device protruding from the case when processing equipment. No intervention for the cut was required. No further user impact was reported.